Manufacturer narrative:
(B)(4). No devices received, log review only. The customer requests event log review. The event logs have been received. A follow up report will be submitted with evaluation results once the logs have been reviewed for evaluation.

Event description:
Customer reported a secondary of magnesium was started at 1140 and was to run for 2-hours. At 1220, the bag was empty but the pump module indicated a remaining run time of over an hour. There was no report of pt harm or medical intervention. Although requested, no specific event details were provided.

Manufacturer narrative:
The reported over infusion of a secondary of magnesium was not confirmed. The pump module (sn (B)(4)) was inspected and found be in good working condition except for the iui connectors which were in poor condition. Inspection of the primary and secondary sets was unremarkable. Functional testing was performed. Rate accuracy testing confirmed the pump module delivered fluid within specification. The primary and secondary sets were evaluated; no leakage or back flow through the check valve occurred. The pcu event logs were reviewed. On (B)(6) 2014 at 8:31 am, the system was powered on and a primary infusion was started at 75 ml/hr. At 11:48 am, a secondary infusion of magnesium sulfate (40 mg/ml) was started with the duration of 2 hours and a vtbi of 100 ml. The calculated flow rate was 50 ml/hr. Forty-seven minutes after the start of the infusion; the pump module was powered off. The secondary vi was 33.2 ml. The root cause of the reported over infusion was not identified.